Manufacturer narrative:
The leak was quickly contained and cleaned up by the user facility. The investigation of this event is currently in progress. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that their endogator irrigation tubing leaked during a procedure. No report of injury or procedure delay.

Manufacturer narrative:
The device history record for the lot subject of the event was reviewed and no abnormalities were noted. The product was manufactured according to specifications. The user facility provided pictures of the tubing which showed the backflow valve component had detached. The root cause of the detachment could not be determined. The instructions for use states, "prime the tubing prior to use by activating the foot pedal; flush water through the entire gi endoscope." There have been no other complaints associated with this lot. Steris will continue to monitor for similar complaints. No additional issues have been reported. UDI related data clarification - the model/catalog number subject of the event is not marketed in the united states; therefore, it is not in gudid.